Event description:
Customer called from the hospital where she had been admitted. She was reporting that her blood sugars were high and had risen to 456. She attempted to correct and her pdm was giving her only a reading of 'high'. She removed the pod and noticed that the cannula seemed kinked but she was not sure. She did not keep that pod and had disposed of it. After being admitted she had been placed on an insulin drip that had brought her bg down. No further information has been reported regarding this event.

Manufacturer narrative:
The device that was in use at the time of the reported event was removed and disposed of so, no evaluation is possible. Unable to confirm any product malfunction that may have caused or contributed to the reported event. No conclusion can be drawn. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issue.